Manufacturer narrative:
Submit date: 07/07/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states syringe has one spot with brown rust like material stuck on wall and then smaller rust like material floating thru out the syringe, she also said syringe was unsealed.

Manufacturer narrative:
Submit date: 10/3/2016. A device history record (DHR) review was completed for lot# 3126760, of which was produced in march 2016. There were no manufacturing issues related to the complaint for this lot. A possible root cause is that the foreign matter could have originated from the (B)(4) supplier and the syringe being unsealed could have been the result of a packaging malfunction. (B)(4) retain samples from this lot were inspected and no foreign material or unsealed packaging was found. Since this complaint will be considered as unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes.